Event description:
Within 30 seconds of the 200 micron laser fiber being fired, approximately 1-2 mm of the fiber tip broke off and was briefly visible in the ureter. The surgery was finished using a new laser fiber.